Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error followed by no delivery alarm. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm but not able to rewind the insulin pump. The drive support cap was normal. The insulin pump did not exposed to high magnetic field. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.